Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: 'a black foreign matter was found to be adhering to the cap of the tube."

Manufacturer narrative:
H.6. Investigation summary: bd received 4 samples and 4 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed banding ink on the hemogard closure of the tube. Bd was able to confirm the customer¿s indicated failure mode of foreign matter (ink) with the samples and photos provided. Bd was unable to determine the root cause for the issue of foreign matter. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: 'a black foreign matter was found to be adhering to the cap of the tube."